Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. The complaint for valve calcification was unable to be confirmed due to unavailability of medical records. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve (thv) procedure, additional assessment of the failure modes is not required at this time. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels. Clinical results of thv implantation show similar mortality and significantly lower structural valve deterioration rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. As reported , "a patient with a 29mm sapien 3 valve in aortic position underwent intervention for a valve-in-valve procedure after an implant duration of five years and one month due to calcification leading to a mix of regurgitation and stenosis. The patient presented with shortness of breath, syncope, and fatigue. A new 26mm sapien 3 ultra valve was successfully implanted within the pre-existing sapien 3 valve by transfemoral approach." Additionally noted, the patient did have calcification of their native aortic valve leaflets prior to the implantation of the first sapien valve, indicating presence of patient's co-morbidities resulting in tissue calcification. As such available information suggests that patient factors (pre-existing valvular disease) may have contributed to the valve calcification. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from our affiliates in australia, a patient with a 29mm sapien 3 valve in aortic position underwent intervention for a valve-in-valve procedure after an implant duration of five years and one month due to calcification leading to a mix of regurgitation and stenosis. The patient presented with shortness of breath, syncope, and fatigue. A new 26mm sapien 3 ultra valve was successfully implanted within the pre-existing sapien 3 valve by transfemoral approach. The patient did not suffer any injury and was noted to be discharged home.

Manufacturer narrative:
Investigation is ongoing.